Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection." Number 6 states, "material sensitivity reactions." Number 20 states, "persistent pain."

Event description:
It was reported that a clinical patient underwent an initial left partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient underwent an arthroscopic procedure on an unknown date due to effusion. The patient was revised on (B)(6) 2012 due to recurrent hemorrhagic effusions, pain, and discomfort. Operative report noted bloody fluid, hemorrhagic synovium, and black staining of the cartilage during the procedure.